Event description:
Additional information received reported that reprogramming of the device occurred on (B)(6) 2010, in which the "technician mapped out a new series of intensity." It was noted that the patient experienced a "temporary discontinuation of stimulation" from (B)(6) 2010 to (B)(6) 2010. Reprogramming occurred on (B)(6) 2010. It was further noted that on (B)(6) 2010, "the device turned off." On (B)(6) 2010, the programing of the device changed. The lead was replaced on (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was unable to tolerate the neurostimulator described as s2 recruitment with internal rotation of the leg and toe flexion and lateral buttocks. She had been using the device every other night. On or about (B)(6) 2010, the pt turned the device off due to repeated pain in the right buttock with s2 involvement, causing right leg/foot/toe movement. Reprogramming was performed in which a new "series of intensities" were mapped out. On (B)(6) 2011, the lead was replaced. The pt recovered without sequelae.